Manufacturer narrative:
The hill-rom technician found the bed's scale had been zeroed incorrectly and lost its zero reference. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resole the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating all of the patient positioning module lights were flashing. The bed was located in 252b at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).